Manufacturer narrative:
(B)(4).

Event description:
It was reported that a surgery was extended by 60 minutes due to a blunt drill. A new drill was used and the surgery was completed without further incident.

Manufacturer narrative:
The associated drill was returned and evaluated. Visual examination noted that the tip is damaged. The drill did not perform as expected during functional testing due to the noted tip deformation from wear/usage in surgery, as this is a single use device. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.